Manufacturer narrative:
Product event summary: further analysis was concluded on the battery. At visual inspection no anomalies were observed and data analysis indicated proper battery operation. The conclusion noted that the battery works properly.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer would not power up and noted that it powered up with a known good computing platform. Analysis also confirmed the customer comment that the battery would not stay charged. The programmer was to be scrapped and the computing platform and battery sent on for failure analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would not power up with either its power adaptor nor its battery source and that the battery would not stay charged. It was further noted in the technical services call that the user replaced a part from a known good encore programmer and the battery would not charge. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.